Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned; therefore analysis cannot be performed. Based on the information available, it is probable that procedural factors limited the performance of the device resulting in the reported issue. Therefore, a root cause of operational context has been assigned to reported event.

Event description:
It was reported that the coil prematurely detached from the delivery wire and the physician had to retrieved the coil (unknown retrieval technique). There were no patient complications reported due to this event. No additional information is available.

Event description:
It was reported that the coil prematurely detached from the delivery wire and the physician had to retrieved the coil (unknown retrieval technique). There were no patient complications reported due to this event. No additional information is available.

Manufacturer narrative:
Subject device is not available.